Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was not separated as reported. There were two 90 degree kinks in the hypotube 50.1 cm and 102.3 cm distal to the strain relief tubing. It is likely that the severe kinks in the hypotube were what was perceived by the account as the separation. A kink can occur during manufacturing, removal from the packaging at the account or from handling of the product during preparation for use. To help ensure this damage is not the result of the manufacturing process, all products are 100% visually inspected for damage at numerous points in the manufacturing process, including at the point that the product is inserted into the dispenser coil. In this case, it is likely that the hypotube was inadvertently handled during removal from the packaging as due to the severity of the kinks, it is not likely that the sds could have been inserted into the coil dispenser therefore it was not likely a pre-existing condition. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for hypotube separations or kinks.

Event description:
It was reported that during unpacking, the distal shaft of the 2.5 x 8 mm xience v stent delivery system was noted to be separated. The device was not used on the patient. Another xience v of the same size was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.